Manufacturer narrative:
This follow-up MDR is created to document the return of the device, and the additional implant/explant dates.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 2 at the tube/strain relief junction. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion are noted on the exhaust tube of cylinder 1. Testing revealed this to not be a site of leakage. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump or cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the exhaust tubing of cylinder 1 at the tube/strain relief junction. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The patient reports that since a few months the prosthesis has not worked properly, it makes noise when trying to inflate, partially inflates and then begins to deflate. Penile MRI was requested and showed that the prosthesis is in an adequate position, two leaks were observed at the base of the prosthesis, on the right and left side respectively, reservoir in the right supravesical location. The penile prosthesis was explanted. The reservoir was not removed, it was connected to the new cylinders.